Event description:
Per the clinic, the patient experienced post operative wound infection causing partial extrusion of the receiver/stimulator. The patient was treated with oral antibiotics (date and duration not reported) and the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.